Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check patient line alarm, this situation occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the hp noticed that there was air in the patient line. The tsr advised hp to end his therapy and notify the nurse that he did not perform therapy tonight. The hp proceeded to continue initial drain. The hc proceeded into fill 1. The tsr advised hp that with the presence of air in the line he would have to end therapy for the night. The hp refused to end therapy against the tsr instruction and said that he would call back if the hc alarmed again. During troubleshooting it was found a clamp was left open on an unused supply line. Proper procedures were reviewed with the caller. The patient was involved but there was no patient injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2012, regarding the check patient line alarm. The hp stated that the alarm occurred because the hp forgot to open the patient line clamp. The hp stated that they continued therapy with the same supplies because they thought it was okay to continue therapy after opening the patient line clamp. The writer informed the hp that when the setup is compromised, baxter advises to use all new supplies to continue therapy to avoid possible infection. Therapy had been going well recently. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed, as the patient observed air in the line. However, the cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.